Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2022. Upon removing the sensor pod, the sensor wire remained in the patient¿s body. On (B)(6) 2022, the patient went to their primary care physician who ordered an x-ray which revealed the retained wire. The patient was referred to a medical doctor who removed the sensor wire with minor surgery. After the event the patient was in good condition. The product was evaluated. An external visual inspection was performed and failed. The allegation was confirmed based on the surgical removal of the sensor wire. The probable cause was determined to be a missing sensor wire from the sensor unit. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).